Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep met with the patient on (B)(6) 2016 at his doctor¿s office. The patient¿s stimulation was reprogrammed and he left feeling better. It was noted that impedance values were all normal.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was in the office on (B)(6) 2016 to check the device after a fall and for reprogramming due to the patient feeling stimulation in the groin and stomach. The patient let the rep know he had a bike accident so they met to check the system. It was noted that the system was fine and impedance values were also fine. The patient was receiving therapy benefit but not in the right location. The patient needed more coverage in his feet. They were doing some reprogramming to get stimulation down into the patient's feet, but were running into lockouts with rate and getting stimulation in the groin and stomach which was what they were trying to avoid. It was noted that they were using high amplitude due to lowering the pulse width. Multiple groups were also noted. The rep was unsure if the groin and stomach stimulation was just related to the reprogramming they were doing to get stimulation to the feet or if this was related to the bike accident. The bike accident occurred on (B)(6) 2016, and the groin and stomach stimulation began on (B)(6) 2016.

Event description:
It was stated that the manufacturer representative was having a difficult time finding a program that would work so the patient was given the ability to make changes to all settings: amplitude, pulse width, and rate. Different programs had different settings and it was noted that program e ¿sucked up juice really fast.¿ in the past few days the patient had decreased rate to 20 within the range of 20-35. The pulse width could range from 0-10 and the amplitude from 5.6-7v. The patient stated that they frequently made changes. The leads were checked by the health care professional (hcp) using fluoroscopy and it was stated that the leads were right where they needed to be. The patient needed to get stimulation to their feet but if stimulation was too high the patient would get a constant dull pain in their thoracic spine. It was mentioned that the patient felt stimulation in their groin and the manufacturer representative had called in the past for reprogramming suggestions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.